Manufacturer narrative:
The customer performed troubleshooting with the support of a beckman customer technical specialist (cts) and could not identify the cause. The customer was recommended to adjust the analyzer setting to repeat when result is greater than 40 umol/l. No further issue was reported. There was no evidence of an analyzer or reagent malfunction. No hardware parts were replaced. The cause is unknown based on the information available. Cts verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a patient had high creatinine (crea) results on their dxc 700 au clinical chemistry analyzer. The sample was re-analyzed with normal result. The customer indicated the patient was sent to the hospital due to high result. No additional information was provided. There was no report of death associated with this event. The customer did not provide patient demographics. Only provided results for this patient.